Event description:
It was reported that the insulin pump alarmed failed battery test. The customer's blood glucose was 215 mg/dl. Troubleshooting was performed and the device alarmed failed battery again. There were no damages or corrosions on the insulin pump, in the battery compartment or on the battery cap. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents test, self test and off no power test. No failed battery alarm was noted. The insulin pump was received with minor scratches on the display window, and a cracked reservoir tube lip.